Event description:
Additional information was received. It was reported that the system was still not displaying the software. The computer was plugged into the wall directly. A blue power light was on the computer. The monitor screen was blank. It said 'no signal' as well. The site was able to select high-definition multimedia interface (hdmi) or display on the monitor. They reseated the solid-state drive (ssd) and restarted the system. The hdmi to display port worked (site's cord), then technical services (ts) had them change it back to the medtronic set up. The usb- c adapter connection also worked with the medtronic set up.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408, serial/lot #: -, ubd: , UDI#: ; product ID: 9735823, serial/lot #: -, ubd: , UDI #: h3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting up the system, the monitor displayed, 'no signal.' The field representative (rep) reported that the system then "went to sleep" and the screen was black. There was no patient involvement.